Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was difficulty suctioning the patient and so an attempt to change his inner cannula was performed. It was reported that there was significant difficulty in placing the cannula and a significant kink creating an obstruction of ~50% of the tube was observed. It was reported that below the tube the patient was having dynamic tracheomalacia (presumed from the obstruction in the tube). It was reported that the tube was changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received. The device is used in treatment. Visual inspection was conducted and it was observed the shaft of the outer cannula does not present any kinks. Inner diameter of the cannula does not present irregularities on neither ridge. No inner cannula was received. A functional test was performed three samples of inner cannula were taken from manufacturing and inserted into the received cannula, and it was observed the inner cannulas could be inserted and extracted from the outer cannula without restrictions, nor protrusions of the distal end were observed, no failure mode was observed in the received sample. The device does meet specifications. The complaint mode was not confirmed. A dimensional test was conducted on the received sample. All readings were within specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.